Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, distal embolization occurred. There were target lesions located in the popliteal artery and superficial femoral artery (sfa). The physician advanced a csi viperwire guide wire across the lesions and loaded a csi orbital atherectomy device (oad) onto it. The physician first crossed the lesion in the sfa using one run at low speed and then advanced to the popliteal artery. The physician successfully treated the lesion in the popliteal using low and medium speed. The physician then treated the lesion in the sfa using low, medium and high speed. Angiography was taken during atherectomy, as well as after, and no complications were noted. The physician removed the oad and then performed balloon angioplasty in the popliteal artery. At this point, embolization was noted in the proximal anterior tibial (at) artery. The emboli were aspirated and the physician ballooned that area of the at artery. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.